Event description:
Customer reported the sensor readings are off. Sensor was reading her glucose at 47 mg/dl, when she was not low. Customer reported the insulin pump alarmed calibration error and change sensor later that night. Troubleshooting was performed. Customer's blood glucose was 156 mg/dl. Customer inserted the sensor that same day on the left side of her abdomen; it is fully inserted and flat on the skin. Bad sensor alert occurred after second calibration error. Customer was advised of calibration timing that may lead to the alerts and how to calibrate. Customer had all ready changed out the sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.